Event description:
It was reported that atrial lead had consistently high pacing impedance which triggered lead impedance alert and high thresholds. The atrial impedance was noted to have become notably erratic for nearly two months. Patient maneuvers and pocket manipulation when the patient was sitting showed no oversensing. The patient was seen again 5 days later and the device was programmed into vvi mode with the lead remaining in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.